Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 4 months due to subacute bacterial endocarditis (sbe). The surgeon indicated that the explant was not related to a device malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details were provided.

Manufacturer narrative:
Device was discarded. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the root cause of this event could not be confirmed without the sample device. The healthcare provider could also not release any patient medical records. However, the surgeon has indicated that this event was not related to a device malfunction. No further actions are possible with the available information.